Event description:
A report was received that the patient was explanted due to a non device related sinus fungal infection. The physician doesn't believe the sinus infection is related to the device and decided to explant the patient as a precaution as the patient is very susceptible to infections. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4), description: enh st ld kit, (B)(4), model#:sc-3138-35, (B)(4) description: scs phiii ext 35cm, model#:sc-2352-50, (B)(4) & (B)(4), description:linear 3-4 lead 50cm, model#:sc-3354-25, (B)(4), description: w4 splitter 2x4-25 cm, the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to a non device related sinus fungal infection. The physician doesn't believe the sinus infection is related to the device and decided to explant the patient as a precaution as the patient is very susceptible to infections. The patient is doing well following the explant.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads, lead extension, and splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, leads, lead extension, and splitter found them to be satisfactory.